Event description:
It was reported that during a review of this cardiac resynchronization therapy pacemaker (crt-p) system's data, the nurse observed potential loss of capture and contacted boston scientific technical services (ts) for discussion. Additionally, it was noted that the left ventricular (lv) lead has exhibited persistently elevated threshold measurements, but all other system parameters were stable. Ts confirmed that the data provided was most likely isolated loss of capture, which had potentially been caused by testing or pacing inhibition, while the patient was hospitalized. It was recommended to continue remote monitoring, as there were no other abnormalities observed in the provided data. At this time, this crt-p remains implanted and in-service. No adverse effects were reported, and the patient likely remains hospitalized due to their condition.